Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. How are you feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for analysis.

Event description:
It was reported a patient underwent a back surgery on an unknown date and topical skin adhesive was used. A couple of weeks after patient had a hypersensitivity reaction to the glue requiring topical and oral steroid therapy. No device will be returned. Additional information has been requested.